Event description:
It was reported to philips that the heartstart mrx defibrillator shock was delayed during cardiac arrest case. It was clarified that the patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator shock was delayed during cardiac arrest case. Additional details have been requested. There was no reported patient impact.

Manufacturer narrative:
The patient was found in cardiac arrest. The customer reported that the medic would push the shock button and the cardiac monitor would not deliver the defibrillation for 8-10 seconds. It was reported that a total of five shocks were delivered to the patient with only the first one being delivered without delay. A philips field service engineer (fse) evaluated the device and was unable to duplicate the failure. The fse confirmed that he ran multiple defib tests and all passed without delay. The device passed all performance assurance testing. The customer was asked whether they would like to send the device to philips for additional evaluation. They were also asked to provide a copy of the patient event file from the device for review by philips. The customer did not send the device in for evaluation or provide the patient event file for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. The device was evaluated by a philips fse and the symptom was not reproduced. The device was found to pass all testing. Philips is not able to confirm the reported malfunction.